Event description:
Baxter reported "leakage from the yume set." The leakage was discovered after therapy. A sample is available for evaluation. No patient injury or medical intervention was associated with this incident per baxter.